Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.0/+1.0/038 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2020. Reportedly, the patient was operated on without complications. At the end of the surgery the doctor noticed an opacification in the center of the lens cortex but wasn't sure if it was there previously. Vaulting initially high but is ok now. Refraction is +0.75 instead of the expected -0.5d. Anterior subcapsular opacities seen but vision is "too low." It is reported that the lens was explanted and cataract surgery was performed.